Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, before operation, surgical prep fluid was placed on patient. Only the fully automated operation theater table was used for patient positioning. Routine surgical instruments were used during the procedure on the same operating room. But no reprocessed or resterilized sigle-use instrument was used. Method of asepsis used on patients were savlon, betadine and cutasept for patient port preparation. Active electrodes were placed before the machine. During the procedure, the unit's usual power settings were cut: 40, coagulation: 35. Typical activation cycles for the cautery device was 2-3 minutes without any alarm activation during the surgery. The procedure usually lasted for 30minutes to 2hours. No fluid gathered on the surgical bed was noted where the patient was laying. But the patient had burn while using the generator. No fire noted related to the burn incident and only trained staff and doctor applied accessories to the patient. Disposable split type return electrode monitor(rem) pad was used. This incident required patient for 2-3 days longer in hospitalization.